Event description:
It was reported that the customer's sensor needle was folded in half, and bent in three places on the sensor. The sensor will be replaced. The customer also reported a damaged insulin pump holster, which will be replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor needle bent inside sensor base also found a crack on the middle. Unable to confirm customer received sensor in said condition due to customer returned opened/used.